Event description:
It was reported that the ventricular impedance had decreased. Approximately one month later, the lead was noted to be pulled back/dislodged, the threshold was noted to be high, and undersensing was noted. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).